Event description:
Treatment of a large unruptured saccular sidewall aneurysm measuring 22mm x 6mm located in the ophthalmic segment of the left ica (internal carotid artery). The patient presented with neurological symptoms (related to optic nerve palsy) of blurry vision and eye pain. The patient was on anticoagulants / antiplatelets prior to the procedure and given heparin intra-operatively. On (B)(6) 2012, the patient underwent pipeline (3.75mm x 14mm) embolization treatment with a concomitant coiling procedure. Post procedural imaging showed successful embolization of the aneurysm. On (B)(6) 2012, the patient was discharged. It was reported the patent expired later on an unspecified date. The causality was unknown.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
On (B)(6) 2014, additional information was received stating that the patient expired from natural causes relating to metastatic cancer.(B)(4).